Manufacturer narrative:
Corrected information: patient code (B)(4) is no longer applicable to this event.

Manufacturer narrative:
The patient¿s weight was reported to be (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug manufacturer and a consumer. The patient was receiving lioresal (2000 mcg/ml) at 96.1 mcg/day via an implantable pump for intractable spasticity. Other relevant history for the patient included that the "significant" brain injury at (B)(6) ((B)(6) 2013) was secondary to suboxone (buprenorphine hydrochloride, naloxone hydrochloride) ingestion, scoliosis, and spasticity/spastic quadriplegia secondary to the brain injury. The patient had no muscle tone problems before the brain injury. On (B)(6) 2013 the pump was programmed to deliver a dose of 497, but the patient wasn¿t doing well. She couldn¿t track or do anything and everything seemed depressed. Once the pump dosing was decreased the patient started to do better. Although the baclofen dose was decreased, the healthcare provider thought the patient would benefit from a higher dose. The pump catheter connection was very visible to the point where it looked like it was going to come through the patient¿s skin. It was bulging out and looked like it was moving. It was thought that this was because the patient was growing. There was concern about how the pump was affecting the organs underneath it. It was unknown if this was considered a gradual or sudden change. The consumer also had questions about what happens to the catheter when the patient grows. Concern was also expressed to the healthcare provider about the pump coming through the patient¿s skin. The healthcare provider explained that it was normal. In regards to her "body growing around pump" causing the back bone to curve (scoliosis), the healthcare provider indicated the scoliosis was secondary to the spasticity. In september the patient¿s family member told the healthcare provider that the pump was causing discomfort due to its location rubbing and pushing on the patient¿s ribs. It caused the patient pain in certain positions including her car seat. Due to the pump location and discomfort they were unable to work on feeding. The healthcare provider suspected it was secondary to central hypertonia. On (B)(6) 2016, the healthcare provider saw the patient for the first time. The healthcare provider decreased the dose (per family wishes), however, clinically, suspected the patient would benefit from a higher dose to treat the spasticity. The healthcare provider indicated that the patient¿s family member wanted the pump dose decreased and the patient¿s right side, where the pump was located, tightening up and body and hands being tight had worsened with the drug decrease (although not from an adverse event from the baclofen). The elective replacement indicator (eri) was at 39months per the session data report. As of (B)(6) 2016 the patient was doing ok and could use a walker due to the lower pump dose. The patient¿s legs appeared fine, weren¿t tight, but her arms seemed to be more of an issue and more tight. The pump was as low as it would go because the patient¿s family would like to have the pump taken out. The patient goes to a healthcare provider in south carolina for care for her tone. She gets botox to her legs. The patient typically sees a nurse practitioner, but has an appointment on (B)(6) 2016 with a neurologist. The next refill was in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 134 mcg. A baclofen pump was inserted in the patient three months after brain injury. As a result, the patient¿s body started growing around the pump, causing their back bone to curve. The right side where the pump was located tightened up, and they were unable to get into sitting because it laid on her rib cage and hip bone. When she left the hospital, ¿it was at 497mg.¿ her ¿respiratory was depressed, had to be on monitor, was in vegetative state, and was highly medicated.¿ the pump rate was taken down, and now it was at 134 mcg (as of (B)(6) 2016). It was noted the patient walked in gait trainer, went to school, used her arms ¿to play¿ and was very aware of what was going on around her. Her body was way too small. It caused more problems than she had. They did not give her brain time to heal before seeing if she really needed it. The consumer inquired ¿it had not been studied under 4 years, so how can they pretty much force her to put in?¿ because of the patient¿s age, they could not find a doctor to remove it. Concomitant medications included singular, zyrtec, albuterol, flonase, nebulizer, pulmicort inhaler, claritin, neurontin, zantac, diazepam, probiotics, melatonin, vitamins, gas drops, baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the consumer appeared not to like the pump even though the hcp felt that the patient had responded well to the therapy. The hcp stated that there appeared to be no problem with the pump or therapy, but the consumer had a hard time understanding the patient's brain injury and the impact it had on the patient. The hcp believed that the consumer was prone to blaming the pump for things the hcp felt were the result of the brain injury. The patient's pump was removed on (B)(6) 2017 per the consumer's wishes. The hcp noted that the patient did experience worse spasticity as they titrated the medication down prior to pump removal. The hcp also noted that they had put saline into the pump prior to the pump. The hcp reported that the patient's body did not start growing around the pump. The surgical notes from the pump removal did not note any extra tissue around the pump. The patient was diagnosed with scoliosis, but the hcp confirmed that it was not related to the pump but was the result of the patient's spasticity. With regards the reports of the patient experiencing respiratory depression and being in a vegetative state, the hcp believed this occurred while the patient was in rehab for the brain injury around the time the pump was first implanted. The hcp noted that this was at a different hospital and the patient was not under their care at this time, moreover, no pump history had been provided by the time the patient came into the hcp's care. However, the hcp believed that the patient was on a lot of medicine at the beginning of their treatment and was sedated. The hcp stated that they could not be sure about the respiratory depression but they believed the vegetative state was not due to the pump but was the result of the patient's brain injury. Hcp stated that they had not seen the patient since the pump was removed, but they believed that the patient was getting botox injections at different hospital. No further complications were reported.